Event description:
It was reported the patient presented to the hospital after receiving 28 shocks. Interrogation revealed the right ventricular lead was oversensing annulus activity causing the inappropriate shocks. X-ray confirmed the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported events of dislodgement, oversensing and inappropriate shock were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and x-ray inspection were normal with no anomalies found.